Event description:
Customer reported a leak from a pinhole in the tubing during a zosyn infusion. There was no report of pt harm or medical intervention. No additional information was provided.

Manufacturer narrative:
MFR report date: (B)(4) 2013. Internal file no: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.